Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found that the plastic power cord was broken. The unit was running on battery power when the battery depleted and shut down. The se replaced the damaged bracket and power cord to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator shut down. It is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.